Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis did not confirm or replicate the customer reported issue. The permanent cautery hook instrument delivered energy without issues. However, upon further inspection, the permanent cautery hook instrument¿s conductor wire was found to have missing insulation near the proximal clevis. The root cause of the damaged conductor wire is unknown. This complaint is being reported because damage to the conductor wire of the instrument could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. This instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's eighth usage and, therefore, had not expired. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, a permanent cautery hook instrument would not cauterize. The procedure was completed with no reported patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) followed up with the initial reporter, who confirmed that the reported issue was related to a failure to deliver energy. No other complaints related to this instrument were reported. No further details have been received as of the date of this report.